Event description:
The manufacturer received information alleging a ventilator would not turn off. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not turn off. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log and the device failed a test step during testing.  The device's system board, active exhalation control module and 3 way solenoid valve were replaced to address the issues. There was evidence of contamination.